Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with blood in the urine and a bladder injury. The device was deflated for a longer period of time, so a small capsule had developed around the reservoir. When the ipp was inflated, the reservoir punctured the bladder. The reservoir was replaced and the bladder was repaired. There were no additional patient complications reported.